Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event: unknown. (B)(4). Date of implant: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was originally implanted with a nail and two (2) proximal screws on an unknown date. Also on an unknown date post-operatively, on a follow-up x-ray the surgeon determined there was a non-union present. The patient presented pain, irritation, and discomfort. On (B)(6) 2016, the surgeon removed the implanted nail and two screws and revised the patient with a new larger diameter tibia nail in the right tibia and locked nail using two proximal screws and two distal screws. This report is 4 of 4 for (B)(4).